Manufacturer narrative:
Analysis of the stimulator found no anomaly. Product ID, 3095-10 serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3093-33 lot# v260716, implanted: 2009 (B)(6), product type lead product ID, 3023 serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator. (B)(4).

Event description:
It was reported that during a replacement procedure, the doctor could not insert the lead into the header block on the new implantable neurostimulator (ins). The procedure was to replace an interstim device with an interstim ii. The doctor removed the old extension and tried to insert existing lead into the ins header block, but could not. The doctor decided to use a new extension and an interstim. Everything was working "good." There were no problems and the patient recovered without sequela.